Event description:
It was reported that when deploying the anchor system, the distal end of the catheter 'inverted' and doubled back over itself, and the anchor would not come off the introducer. The anchor was cut off using the anchor removal tool, and a second anchor was used. The second anchor bunched at the end of the introducer and would not come off. The anchor was forced up into the introducer tool, and both the distal and proximal end were compressed and the whole shape of the anchor was distorted. The surgeon left the second anchor in the patient, and sutured it into place. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the anchor (B)(4) and anchor deployment tool (B)(4) revealed the anchor had damage consistent with having been sheared as it was pushed off the hypotube of the anchor deployment tool during its placement. There was damage on both the top and bottom side of the anchor. Also, remnants of silicone could be seen attached to the hypotube of the anchor deployment tool. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
Product ID 8785, lot# 0205759392, implanted: (B)(6) 2012, product type accessory; product ID 8780, lot# 0205813760, implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.